Event description:
It was reported that the symptomatic patient experienced syncope and bradycardia due to insulation breaks and oversensing on the atrial lead. The lead was explanted and replaced with a competitor lead. The patient was stable post procedure.

Manufacturer narrative:
Final analysis found lead insulation degradation at 4.6 cm from the connector pin.